Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Tsc informed the customer that short spin times are not recommended and can cause discordant results. The cause of the discordant, falsely elevated na results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.